Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the nurse was disinfecting the catheter lumen during catheter care on a dialysis patient with a catheter on the right side, the arterial citraflow lock was removed, the catheter was flushed, and no problems were identified. When the venous citraflow lock was removed, it had air along with blood. The syringe was removed, another was taken, and the blade was removed. A new syringe was connected and aspirated, and the nurse got the blood. The nurse at some point detected some blood on compression on the gauze, which should normally not happen as they work with luer lock syringes. When the nurse then lifted the venous lumen, the nurse detected a small rupture (tear) on the venous lumen of the catheter, and blood was flowing out from the exit site through the rupture. The nurse clamped it with fingers and with sterile gloves on. With the help of a colleague, the nurse was able to clamp the catheter above on both lumens with a kocher. The defective catheter had been saved and was cleaned and soaked with oxygen water to remove all the remaining blood and then put into alcohol (chlorhexidine gluconas 2% and 70% ethanol) for disinfection. The catheter was removed later in that day to insert or replace a new palindrome catheter. It was indicated that the patient already had this catheter for 6 years. There was no reported patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted there was a cut in the extension tube which led to a leak. It was reported that there was a leak on the extension tube. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur by clamping the tubing too close to the hub. Clamping the extension tube close to the hub can cause excess stress on the extension tubing which can lead to breaks/leaks in the tubing where it connects to the hub. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: clamping repeatedly on the same spot could weaken the tubing and clamping near the adapter and hub should be avoided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.